Event description:
A 4.5mm broad lcp plate implanted for a periprosthetic fracture, broke post-operatively. The screws and cables did not break and the plate did not pull off the bone. Pt is a female.

Manufacturer narrative:
Subject device has been received and is currently in the eval process. No conclusion can be drawn at this time.